Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had some sort of fluid coming from the top of the incision site. It was unknown what caused the issue. No sign of infection was noted. The physician did not believe it was device related. The patient underwent an explant procedure. The wound was cleaned and closed properly. The patient was doing well postoperatively.